Event description:
It was reported that this implantable device displayed a red call doctor icon. It was noted that the therapy was turned off. Due to the limited information received, further follow-up to obtain related details was not possible. No adverse patient effects were reported.